Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier: unknown / not provided. Patient weight: unknown / not provided. PMA/510k: k011245, k002188.

Event description:
It was reported that patient came in for final impression. At the impression time #19 got stuck with removal tool. Customer didn't use another device to complete the procedure.

Manufacturer narrative:
One (1) impl tapered sp 3.7mm 10m m octagon (spb10) & one (1) tool scr removal 1.25mm h ex (srt) were returned for investigation. Visual evaluation of the as returned product identified signs of use, rust on the tool. Functional testing to recreate the reported event verified the srt (removal tool) did not disengaged from the implant. A pre-existing condition noted on the per was moderate bone density (type ii). The reported implant was located on tooth # 19 (universal) and was used for approximately 5 years, 3 months. The customer did provide one (1) x-ray. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers (63103250 & 63193213). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (63103250 & 63193213) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon further evaluation of this event and product investigation it was determined that a stuck condition was confirmed but the misuse of the screw removal tool with an implant did not cause or contribute to surgical/medical intervention to prevent permanent damage/function. Therefore, this event submitted under 0002023141 - 2022 - 00644 and 0002023141 - 2022 - 00644- 1 was reported in error and has been deemed non-reportable. One (1) impl tapered sp 3.7mm 10m m octagon (spb10) & one (1) tool scr removal 1.25mm h ex (srt) were returned for investigation. Visual evaluation of the as returned product identified signs of use, rust on the tool. Further evaluation revealed the reported/received items (srt & spb10) have been used together, although they are not compatible platforms. Use error confirmed. Functional testing to recreate the reported event verified the srt (screw removal tool) did not disengaged from the implant. A pre-existing condition noted on the per was moderate bone density (type ii). The reported implant was located on tooth # 19 (universal) and was used for approximately 5 years, 3 months. The customer did provide one (1) x-ray. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers (63103250 & 63193213). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (63103250 & 63193213) for similar events and no other complaint was identified. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (spb10 & srt). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.